Event description:
Siemens became aware of an incident that occurred while operating the somatom definition flash system. Patient´s right hand was stuck in the gap between the tabletop and the table side cover during unloading the patient handling system (phs); this resulted in an injury to the patient¿s finger. The patient´s finger was cleaned and bandaged. No further medical treatment was required. Siemens service engineer checked the involved hardware, and no irregularities were observed on the phs.

Manufacturer narrative:
The investigation showed that all gaps and dimensions of the table are within the specifications. This event was evaluated as a device handling issue; no general product issue could be identified based on the available information. The definition flash instructions for use (print no. C2-030.620.15.03.02; chapter 2.2.2 "system movement") contain multiple warnings. Such as: ¿ movement of the tabletop entails a danger of injury. Unintentional patient movement! Contusion of patient extremities at patient table and gantry. Always fix and observe the patient during system movements. Movable parts of the CT system! Possible injury of the patient by moving parts. Always observe the possible contusion points shown in the following pictures.¿ this report is being submitted with an abundance of caution.